Event description:
It was reported that a (B)(6) underwent an ablation for a humeral cyst. The surgeon used 3 doses of 10cc vitoss foam. Following the procedure, the patient developed unplanned inflammation which has not resolved.

Manufacturer narrative:
It was determined that 3 doses of 10cc of vt foam p/n 2102-1410 lot b1107011 was used in procedure listed in this form. A device history of the lot was performed where there no anomalies discovered. Infection can ot be confirmed at this time. It has been stated by the chief of the department, dr (B)(6), inflammation can be attributed to the procedure not the device. In the past inflammation has been noticed around the device site. No infection has ever been causally related with vitoss. It can not be confirmed whether this adverse event is device related. Should any further information become available, a follow-up report will be submitted.